Event description:
A journal article was reviewed which contained information regarding an implantable cardioverter defibrillator (ICD) system. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device/serial numbers. A failure mode was referenced in the article, with no specific ICD model/manufacturer failure indications. The failure mode was noted as inappropriate shocks. The status of the ICD is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. The gender of the baseline characteristics is male and the baseline age is 50 years old. Multiple manufacturers were referenced in the article, but with no manufacturer-device-shocks correlation. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: global longitudinal strain and left atrial volume index improve prediction of appropriate implantable cardioverter defibrillator therapy in hypertrophic cardiomyopathy patients. Int. J. Card. Imaging. 2014;30(3):549-558. (B)(4).